Event description:
It was reported that insulin leaked from the reservoir. Nothing further was reported.

Manufacturer narrative:
The reservoir leaked because the seal between the needle and the vial-septum was insufficient.